Event description:
It was reported that this inflatable penile prosthesis (ipp) exhibited fluid loss, which resulted in inflation issues and the device no longer working. A surgical procedure was performed to remove and replace all the components. No patient complications were reported.